Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was recognizing a battery pack intermittently. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon investigation contamination was found on the battery board inside the charger/modem. The cause of the inability to recognize a battery pack is the contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The last patient to use this charger/modem did not report any deficiencies.